Event description:
It was reported: pt. Presented pain, loosening, and radiolucency shortly after surgery. Lot number of baseplate correlates to lot numbers involved in special notification. Revision advised in 2001.